Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for pain. It was reported that the ins was discharging frequently down to 0 v after two days use and was also switching off. It required more recharging than expected. The ins charged easily to 50% but then takes many hours to reach full charge capacity. Device telemetry showed the ins had only been switched on 47% of the time it had been implanted, however, the patient was not actively switching the device off. The patient stated that they had not been near any magnetic fields. It was noted that the leads were placed subcutaneously. The device settings were the same as with the previous ins. The patient experienced frequent loss of therapy and therefore pain symptoms and severe symptoms returned. Diagnostics and troubleshooting was performed. The ins was interrogated, and settings changed to reduce parameters and reduce power drain. The settings were changed to group c to see if this decreases the recharge burden. The patient was going to let the rep know as the week progresses. The rep asked the patient to check the device morning and night to ensure they were receiving therapy. No surgical intervention occurred. The patient was alive with no injury. Additional information was received reporting that the out of regulation (oor) message came up when the patient tried to turn up the amplitude, which they had turned up to 5.0 v. The patient said that this was the strength that they liked to use the stimulation at, particularly when the pain was bad. The rep adjusted the settings again this time to use a 50 setting for frequency, which was hoping may treat the nerves differently. The active electrodes were changed again. Recharging interval estimations were calculated. Recharge interval group b: b1: 7 v, 700 s, 40 hz b2: 7 v, 510 s, 40 hz at 500 ohms: assuming the settings and impedances stay the same it would be expected that the ins would have a recharge interval of approximately 2.7 days at beginning of life (bol) and 2.2 days at end of life (eol). At 1,000 ohms: assuming the settings and impedances stay the same it would expected that the ins would have a recharge interval of approximately 5 days at bol and 4.2 days at eol. Recharge interval group c: c1: 3.7 v, 50 hz, 300 s c2: 5.3 v , 50 hz, 240 s at 500 ohms: assuming the settings and impedances stay the same it would be expected that the ins would have a recharge interval of approximately 8.7 days at bol and 7.3 days at eol. At 1,000 ohms: assuming the settings and impedances stay the same it would be expected that the ins would have a recharge interval of approximately 14.8 days at bol and 12.5 days at eol. The patient has the ability to increase both the amplitude and frequency which may result in shorter recharge intervals. Additional information received from the rep reported that the patient¿s headaches were not improving and were worsening. The patient felt more stimulation on the left side (lead 1, 0-7 electrodes); the device always felt stronger on the left. The patient did not perceive any shocking/jolting sensations, just an occasional surge of energy when the device was started. Then the power falls off and the patient has to turn the device up very high to get any relief >8.0 v. The patient had been keeping the device recharged. The oor message occurred on program c when the device was turned up to 8.0 v or thereabouts. For group b the recharging statistics were: 3/15 - 1.6 hrs 75% charged 3/16 - 2.4 hrs 100% charged 3/17 - 0.5 hrs 75% charged 3/18 - 1.3 hrs 75% charged 3/18 - 1.6 hrs 100% charged once the ins goes down to ¼ charge, it then discharges rapidly. The patient¿s typical recharge duration was 1.0 hours and the patient was charging every 0.5 days. It was unknown how many coupling bars the patient had. The patient did not use group c after two days. The rep asked the patient to zero the amplitudes on each lead to see what happened. The patient stated: ¿we found doing this ¿ 1 being the right and 2 is the left. With the right at 0, left did not start until 8.5 and went to maximise level with little change. Left at 0 started around 2 but changed only a little to maximum level.¿ impedance measurements on (B)(6) 2018 reported out of range results of < 50 ohms with electrodes 2 & 3, 2 & 4, and 3 & 4. Electrode 3 was used in group b, and electrodes 2 and 3 were used in group c. The rep confirmed that the ins discharging was found to be normal due to the settings and short from one of the leads. The ins was switching off due to the discharged battery. The device was reprogrammed to avoid the potential damaged electrodes. Possible revision surgery of the lead was noted. The device switching off has been resolved. The fast power drain has not been completely resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that lead revision surgery was scheduled for the (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that patient had two leads and both leads were severed and removed during the procedure, thus will not be returned to manufacturer. No further complications were reported as a result of this event.